Manufacturer narrative:
This supplemental is being filed because the event of overheating was not duplicated. The initial report of overheating was in error.

Event description:
While testing the core impaction drill at the manufacturer it was reported that the device heated up. There was no patient involvement or adverse consequences reported with this event.

Manufacturer narrative:
Investigation is in progress. A follow-up report will be submitted once the quality investigation has been completed. (B)(4): investigation is in progress. A follow-up report will be submitted once the quality investigation has been completed.

Event description:
While testing the core impaction drill at the manufacturer it was reported that the device heated up. There was no patient involvement or adverse consequences reported with this event.